Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber broke when it was removed from the package. A second laser fiber used and it was noted to broken at the tip upon inserting through the scope. The procedure was completed with a third flexiva 200 tractip laser fiber. There was no injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.